Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the keypad was found to be intact; no damaged was observed. All of the keypad buttons were found to respond appropriately to button presses. The keypad was removed and no contamination or moisture was found to the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a dim, fading display. Also unrelated to the complaint, the pump¿s cover was removed and a small solder crack on the alarm circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.